Event description:
It was reported that this right ventricular (rv) lead was capped due to it was exhibiting high impedance and noisy signals. During revision it was identified that the helix was fractured. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.